Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 22, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.